Event description:
Pt called lfs in 2002 alleging that meter was reading inaccurately high and the buttons and readers were not operating properly. Pt reported feeling weak and obtained a blood glucose reading of "542 mg/dl" on their meter and a "400+" reading on a lab device. Pt could not recall the exact blood glucose obtained at the ER. Medical affairs specialist spoke with pt the next day and the pt explained that their family member due to their symptoms and high blood glucose level took them to the ER. Pt was tested with a hospital meter and not a lab device. Pt reported that the ER was very busy and pt had a headache, feeling weak, shaky and had a dry mouth and did not wish to wait for any treatment. Pt decided to go home and take their insulin as prescribed. Pt's meter was set to the incorrect calibration code as noted by the customer svc rep. During the call with medical affairs specialist, pt explained that the button, which changes the calibration code, was not functioning properly. Pt explained that they attempted to change the code several times, however, the code would revert back to "14" everytime. The customer svc rep replaced their meter, test strips, and control solution. Medical affairs specialist confirmed that the green button was not operating properly, during the call placed .